Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2021-mar-08. From a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient over used the charger and the battery in hip is dead. No symptoms were reported. Additional information received from the patient on 2021-apr-06 which stated that they hoped a recharge will resolve the issue, else they may need a new battery. The patient was waiting to hear back about what steps were going to be taken. Additional information was received from the patient on 2021-apr-29. T was able to get their implant started again on april 14th, 2021. The patient also noted that it needs replacement. Additional information from the patient on 2021-jun-08 stated ins had been dead since march 2021. They tried jump starting the ins. She charged it and went to use it and it came up with por message. They tried clearing por but ins was completely dead and pt could not charge it. Pt said ins needed replacement b/c she cannot use her unit and is having headaches. Since march pt has been trying to get a referral to hcp to get her ins replaced. The manufacturer representative reported on 2021-jun-29 that the cause of the overdischarge was that the patient was non-compliant with recharging. It was noted that the overdischarge has not been resolved.